Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed snow on the monitor along with error code e229. Resistance was noted when cleaning the prong. This issue was identified during an unknown procedure. There were no reports of patient harm.